Manufacturer narrative:
A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that the device cut ,but partially stapled. The surgeon completed the case by manual suture. There was no patient consequence.